Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2025. Product type lead product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2025. Product type lead. Product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2025. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 11-feb-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 02-jun-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a fall, landing flat on their back. Following the fall, the patient reported new pain and tenderness at the battery/pocket site, which was painful to touch, as well as shooting pain down the right leg. The patient experienced difficulty connecting and recharging the battery due to pain at the battery site and reported reduced stimulation coverage, with tingling only up to the tailbone and not as high as before. The patient also described ongoing neurological issues and was under the care of a neurologist. Imaging was ordered to assess the device and pocket after the fall. It was noted that the leads had migrated, pulling down a full segment to t9, and initial impedance checks could not be performed due to low battery life. Subsequent testing showed impedances within normal limits, and a new program was provided utilizing the top of both leads. A lead revision procedure was performed, during which both leads were pulled out of the epidural space and replaced with newly implanted leads positioned at the top of t8. Additionally, a battery pocket revision was performed, with the battery sutured in the pocket to secure it and reduce movement. No deaths, infections, or other illnesses were reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2025: product type lead product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2025: product type lead product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the patient leads have pulled down a full segment to t9. They tested both leads and was able to get tingling up to around the pt's tailbone area, however, not as high as she was feeling it before. Impedances were all within normal limits. Rep gave her a program utilizing the top of both leads to see what kind of pain relief she gets before they revise her battery pocket on monday. Additional information was received from the manufacturer representative (rep) stating the patient had a lead revision. The hcp pulled both leads out of the epidural space when he was trying to find the anchor and remove the anchor. He did replace both leads with newly implanted leads back up into the epidural space with the lead tips at the top of t8. Placement was comparable to patient original implant. Hcp also sutured the patient¿s battery in the pocket to secure it and reduce movement. Additional information was received from the manufacturer representative (rep) stating the customer discarded the device.